Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported experiencing high blood glucose values after changing an infusion set. The customer's blood glucose value at the time of the call with the helpline was 346 mg/dl. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer is being sent a replacement insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.